Manufacturer narrative:
The oad was returned to csi with the guide wire seized in the driveshaft. Analysis revealed a spring tip coil fragment protruding from the driveshaft. The damaged spring tip and driveshaft crown sections were sent for scanning electron microscope analysis which revealed flattened surfaces on the spring tip fragment in the driveshaft and rotational damage on the proximal solder bond. This evidence is consistent with a fracture due to the spinning drive shaft making contact with the spring tip. The root cause of the fracture is considered to be use not consistent with the instructions for use. Csi ID: (B)(4).

Event description:
During treatment, the stealth gen2 peripheral orbital atherectomy device (oad) was on low speed and passed twice through the popliteal artery. During the third pass, on medium speed, the device became jammed on the wire. Troubleshooting was attempted to resolve the event, however, the issue persisted. A spin test was not tested prior to in vivo use. The system was removed; no damage was observed on the guide wire or driveshaft. The procedure was completed with balloon angioplasty and stent placement. The physician suspected that there may have been something caught in the driveshaft in the device inner workings that may have resulted in a buildup of tension.